Event description:
It was reported that during an orif procedure the surgeon was using the reduction forceps and the tip broke off. Surgeon did retrieve the tip, however the tip was discarded. Surgeon selected another and the procedure was completed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. DHR is not available as the device is 18 years old. One of the tips is broken off at the root between the fourth and fifth tooth from the handle end and the broken piece was not returned. The fracture surface is smooth and there is no indication of material anomalies. The point of the tooth adjacent to the break is mashed and rolled over as is the fourth, fifth sixth, and eighth tooth on the opposing jaw. There are gouges on the tip of the intact jaw as well as along the outer edge of that jaw. The forceps still actuate as designed and the locking mechanism works well. The returned device is over 18 years old and shows signs of extensive use. The design was reviewed and determined to be acceptable for the intended use.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
This is report 1 of 1 for (B)(4).